Manufacturer narrative:
This report is for an unknown nail head elements: pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: li, z. Et al (2015), short versus long intramedullary nails for the treatment of intertrochanteric hip fractures in patients older than 65 years, international journal of clinical and experimental medicine, vol. 8 (4), pages 6299-6302 (china). The aim of this retrospective study is to compare failure rates between short and long intramedullary nails used for the treatment of intertrochanteric hip fractures in patients over 65 years of age. Between december 2010 to december 2012, a total of 156 patients (66 male and 90 female) with an average age of 75.61 years (range, 65-91 years) underwent closed reduction and internal fixation. Surgery was performed using a synthes proximal femoral nail anti-rotation (pfna; synthes gmbh, oberdorf, switzerland). The patients were allocated to two groups: those treated with long nail (n=59; 20 male and 39 female; 74.85±8.15 years) and short nail (n=97; 46 male and 51 female; mean age of 76.81±6.56 years). The mean follow-up was unknown. The following complications were reported as follows: long pfna group: 3 patients had hip pain. Short pfna group: 3 patients had a failure (defined as periprosthetic fracture or reoperation requiring removal or revision of nail). 13 patients had hip pain. This report is for an unknown synthes pfna long constructs and unknown synthes pfna short constructs.